Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-hospital with ventricular tachycardia (vt) on telemetry. Upon review, there were multiple missing vt events on the pacemaker. Programming changes were made. The physician elected to upgrade the pacemaker to an implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
The field complaint of missing electrograms could not be confirmed and no defect was found. Testing of the device found the battery is still above elective replacement level. The device was in the normal range of operation with no anomalies detected. Blood contamination was found through visual examination of the right atrial and right ventricle contact springs, septums, connector blocks, and setscrews.